Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on (B)(6) 2019 with viper prime system. Then, after the primary surgery on an unknown date, when the patient visited the hospital, it was reported that the surgeon recognized that the set screw at left superior side had come off and the set screw at right superior side was loosened. The revision surgery is scheduled to be performed on (B)(6) 2019 to revise the set screw while keeping the screws in the patient¿s spine. Also, as the results of this event, the intervertebral cage (another manufacturer, p/n and lot number were unknown) were slightly coming off to posterior side, so that the surgeon also had to fix this cage. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: ((B)(4).